Event description:
For a siemens kd in use, a report that a wrong keystroke induced no treatment history. If esc key is pressed on veriflex keyboard, after rad-on and before rad-off, veriflex will fail to record the treatment and will not register the treatment as complete. It is then possible to re-treat the same field.